Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
On (B)(6) 2016 it was reported that a physicians tablet had visual mechanical failure of the usb port. The issue was first noticed by the physician on(B)(6) 2016. There was no known damage to the device that may have caused the issue. The tablet was received for analysis on 06/21/2016. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis on the tablet was completed and approved on 07/14/2016. An analysis was performed on the returned tablet and during the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.